Event description:
The x-rays were provided after the patient¿s device showing high impedance. Generator placement was placed in the left axilla chest at the fourth rib. The connector pins appear to be fully inserted and the feedthrough wires were appeared to be intact. Strain relief bend was observed; however, no strain relief loop was seen. Two tie-downs were observed and were not placed per labeling. The lead wires at the connector pins appear intact. The lead was routed behind the generator. Based on the x-ray received, the cause of the high impedance was not able to be determined. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. No additional relevant information has been received.

Event description:
Per the provider, the family does not want to proceed with the operation for vns. The family is aware revision is an option in the future, but is not going to pursue at this time. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
Patient was observed to have high impedance. Xrays were taken. No lead fracture was able to be confirm in the images provided. No known surgery has occurred to date. No additional relevant information has been received.